Manufacturer narrative:
Other relevant device(s) are: product ID: 3387, serial/lot #: (B)(4); product ID: 3387-28, serial/lot #: (B)(4), ubd: 28-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an aggravation of pre-existing gait disturbances due to a microlesion effect. This led to a hospitalization of the patient. The issue was unresolved at the time of the report. The patient is diagnosed with huntington disease.